Manufacturer narrative:
Mfgr report number: 2015691-2017-02732.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures and valve embolization are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the valve embolization into the aorta is unknown but may be due to procedural factors (physician choosing to deploy the valve when not aligned between the markers). Subsequently the cause for the aortic dissection that occurred as the valve was being placed in the aorta is unknown but likely caused by the factors noted above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, problems were encountered with the valve alignment. The physician was not able to completely get the valve onto the balloon, just half of the valve was on the balloon. Despite this, it was decided to implant the valve. During deployment, the valve embolized into the aorta. While placing the valve in the aorta, a dissection occurred which was treated with a stent. It was then decided to implant a second valve. However, the same problem during valve alignment occurred and it was not possible to get the valve between the markers. However, this time the valve was successfully implanted in the correct position.